Event description:
It was reported to the manufacturer that a trilogy ev300 ventilator failed in the initial preventative maintenance test. No harm or injury was reported. The trilogy ev300 failed active exhalation testing and required replacement of the 3-way solenoid and proportional valves to address the issue. Completion of the repairs are pending at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.